Event description:
Smiths medical intl ltd. Has been notified of an event of a pinhole in the cuff. The hosp noticed as the pilot balloon deflated. Unk if the unit was pretested per the instructions for use. The cuff pressure had been checked with a cuff pressure gauge every four hrs. In use for five days.